Event description:
Patient with a bicompartmental knee implant developed an infection. Intervention planned.

Manufacturer narrative:
Patient with a bicompartmental knee implant developed an infection. Intervention planned. Review of the device history record indicated that all process steps were documented and completed successfully and all sterilization requirements were met.